Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "viral infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient in the frontal region with 0.2 ml of juvéderm® voluma¿ with lidocaine and 0.8 ml in the malar region (0.4 ml per side). On the same month, patient was injected in the dark circles with juvéderm ultra¿ xc. About 3 months later, patient was injected in ck1 and ck2 with 0.8 ml of juvéderm® voluma¿ with lidocaine and in the forehead and ck2 with juvéderm ultra¿ xc (0.5 ml to forehead and 0.5 to ck2). Almost 3 months later, patient reported they were infected with a virus but cannot say if it was covid as their covid test came back negative, deemed not related to the injections. Patient then started experiencing significant edema in the eye area. Hcp performed the corticosteroid and antibiotic protocol, with no response. Event ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03322 (allergan complaint (B)(4)), MDR ID# 3005113652-2021-03300 (allergan complaint (B)(4)) and MDR ID# 3005113652-2021-03301 (allergan complaint (B)(4)). This MDR submitted for the second suspected product, juvederm juvederm ultra xc.